Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. The customer was unsure how the pump date became inaccurate. Customer's blood glucose level was not impacted. Reportedly, the pump date was adjusted to be accurate.